Manufacturer narrative:
(B)(4). Although there was reportedly no impact to the patient and an estimated volume was not available, the event description indicates that some blood loss did occur. The involved device was returned to the manufacturing facility in (B)(6) for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. There is no indication that the cause of the reported event was related to a device defect or malfunction based on the available information. The labeling does address the potential for such an event in the instructions-for-use with statements such as, "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band leaked air after placement. The following information was provided by the user facility: (1) bleeding from the hemostasis site was found after the patient was taken back to their room; (2) additional air was injected into the compressive balloons but did not achieve sufficient compression; (3) gauze and tap were applied to the site to successfully achieve hemostasis; and (4) there was no impact to the patient as a result of the event.